Event description:
The customer reported an oil mist coming from their unit. Attempted to follow-up with customer for potential employee impact but the customer was no available. The asp field service engineer repaired the unit.